Event description:
A customer contacted baxter's (B)(4) to report a they found a foreign material in the tubing. No injury is reported.

Manufacturer narrative:
(B)(4). The sample was requested, however it was not received. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported loose particulate matter (pm) in the set. The actual sample was returned for evaluation. The reported condition was confirmed. The sample was visually inspected and noted to contain loose particles on the outside of tubing and overpouch. A batch review was performed on the associated lot ( h10c12015 ) with no issues noted regarding loose particulate matter. The root cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.